Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter during a femoral-popliteal procedure, the unit had a detection issue. The staff came up missing a sponge. Using the wand, no sponge was detected. After thorough search and incorrect count, another wand was brought in the room and found the sponge still in the groin. Concerned that the first/initial wand was defective.